Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: expired device used. Time of device issue: after vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after a successful arteriotomy closure on (B)(6)2010, the starclose se device was found to have expired on (B)(6)2010. There were no reported adverse pt effects. Though requested, no additional info was provided.